Event description:
It was reported that a gamma 3 short nail was in situ when the bone fracture occurred. The fracture was treated with a peripro femur plate. Following additional information was received: "no complaint needed. The patient already had a gamma nail proximal to a distal femur fracture. We plated the fracture. This fracture has nothing to do with any preexisting hardware. The gamma nail that was in, is the reason we fixed the new fracture with a peri pro plate. The patient did not experience an adverse event. The patient had the nail implanted during a previous surgery."

Manufacturer narrative:
Please note correction to h6 (conclusion code was revised). B5 "executive summary" was updated. Referring to the event description ¿¿this fracture has nothing to do with any preexisting hardware. The gamma nail that was in, is the reason we fixed the new fracture with a peri pro plate. The patient did not experience an adverse event. The patient had the nail implanted during a previous surgery.¿ with details available a link between current reported fracture [classified as bone damage ¿ postoperative] and unknown gamma nail implanted was unconfirmed. More detailed information about the reported event must be available in order to determine the root cause of the event. With details provided no deviation for the nail in question was verified. No corrective actions are required at this time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
It was reported that a gamma 3 short nail was in situ when the bone fracture occurred. The fracture was treated with a peripro femur plate.